Event description:
It was reported that the patient presented with (B)(6) device infection, and was found to have evidence of bacterial vegetations on the right atrial (ra) and right ventricular (rv) lead on transesophageal echocardiography (tee). The implantable cardioverter defibrillator (ICD) and leads were extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.